Manufacturer narrative:
Device passed displacement test. Device received with broken battery tube thread and cracked case battery tube noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had crack on the battery compartment and section which has the screw was missing. Customer¿s blood glucose level was 170 mg/dl. Customer stated that the insulin pump had physical damage to reservoir lip ring. The insulin pump will be returned for analysis.